Event description:
It was reported that the handpiece began overheating during a surgical procedure. There was no reported pt or user injury or any adverse consequences.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, but based on the investigation details, the reported condition of the device overheating during usage could not be duplicated. Service will repair and return the device to the customer. A follow-up report will be submitted if the final results of the quality investigation require one.